Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023. H6: investigation summary three open 32g x 4mm pen needle samples were returned from lot. No. 2116278 and two open 32g x 4mm pen needle samples were returned from lot. No. 2200693, cat. No. 320136 along with three photos. Visual examination was carried out the returned samples and a bent non patient end of cannula was observed on all five samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that the injection needle was attached to the pen, but no chemical solution came out. Npe bend was observed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that the injection needle was attached to the pen, but no chemical solution came out. Npe bend was observed.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.